Event description:
On (B)(6) 2017, the reporter contacted lifescan (B)(4), alleging that the subject meter would not provide a blood glucose result after a blood sample had been applied. No further details were provided. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.